Event description:
Ventilator failed while on a patient.====================== manufacturer response for ventilator, covidien======================service technician from covidien came and replaced the breath delivery (bd) central processing unit (cpu) and did all associated work and testing.